Event description:
The customer reported via phone call that the insulin pump experienced a blank display even after multiple battery changes. The customer's blood glucose was unknown. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, but the customer stated that the display did not return. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to missing battery tube spring, also with corroded battery tube. The insulin pump has cracked case at the display window corners, display window, reservoir tube, reservoir tube lip, reservoir tube window, battery tube threads and minor scratched lcd window.